Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the case, the surgeon saw a plastic piece in patient. The piece was retrieved and checked all trocars to search where it came from. One 5mm trocar appeared as though inner gasket was torn and the trocar was removed and another 5mm was used to complete the case.